Event description:
A malfunction was reported by the caller, who experienced an issue with the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller by providing information on how to reset the pump, after which the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if the issue arose again.